Event description:
Reportable based on device analysis completed on 17dec2025. It was reported that balloon did not fully expand. The severely stenosed target lesion was located in the arteriovenous fistula. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon was inflated up to 23 atmospheres, however the balloon did not fully expand in the lesion. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed that the balloon is separated 7mm from the tip.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 7mm from the tip. The guidewire lumen is buckled 5mm from the tip. Microscopic examination revealed no additional damages. No other issues were identified during the product analysis.